Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd nano¿ pen needle 32gx4mm 14 pack has been found experiencing 28 occurrences of leakage during use. The following has been provided by the initial reporter: pen needle was used according to the instruction (stays for more than 10 seconds after injection). But it's noticed that water at the tip of the needle, and the needle is also screwed down to the needle where the injection pen is connected.

Manufacturer narrative:
DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found 14pcs retention samples were checked by clog test to detect the leakage by connection position, no failure was found no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation h3 other text: see h.10.

Event description:
It has been reported that the bd nano¿ pen needle 32gx4mm 14 pack has been found experiencing 28 occurrences of leakage during use. The following has been provided by the initial reporter: pen needle was used according to the instruction(stays for more than 10 seconds after injection). But it's noticed that water at the tip of the needle, and the needle is also screwed down to the needle where the injection pen is connected.